Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 6.49mm x 2.86mm in size. Clevis shows abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Review of the provided image is consistent with the of the missing screw on the pch. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook pch) instrument screw located in the yellow protector around the hook fell out during the operation and retrieved it right away. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue during dissection to separate a slightly large myoma (that does not fit entirely within the scope field of view) from the uterus. The instrument was in use for within 30 minutes after docking. The surgeon felt discomfort while handling the hook from the console ("it felt like the handling was a bit off"). There was a fragment attached (as if embedded) to the incision site of the uterus before suturing. The fragment was retrieved, the hook was checked, and the fragment was directly matched. Five staff members on site confirmed this together (surgeon, 2 assistants, 2 nurses). There was no additional surgical procedure required to removal of the fragment and no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically, and the fragments were retrieved. The surgery was delayed checking for any additional residual material in the patient's body. The instrument/fragment was returned to isi for evaluation.